Event description:
A malfunction was reported with the code "malf 0" and fault ID "0-0x277d." There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the issue did not recur after the reset. The customer was able to continue using the pump and was advised to contact support if the issue happened again.